Event description:
It was reported that the patient's generator was replaced due to 'battery depletion.' The explanted generator has not been received by the manufacturer for product analysis to date. No further relevant information has been received to date.

Event description:
The explanted generator was received by the manufacturer for product analysis; however, product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The generator was at end of service condition upon return. Visual analysis of the generator showed contaminates on the trimmed edge of the pcba (printed circuit board assembly). Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. No further relevant information has been received to date.

Event description:
It was reported in clinic notes that the patient's magnet use might have been the reason for "early wearout" of the patient's generator, implying that the generator battery depleted more quickly than expected. The device history records were reviewed for the generator and the device passed all functional specifications prior to distribution. The device was found to have been manufactured using the laser routing process. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.